Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the balloon folds present. Microscopic examination of the balloon revealed no damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall. The shaft was microscopically examined and a partial separation in the outer wall at the exit notch was revealed. The ends of the separation were smooth and it appeared that the shaft was cut. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee (btk) artery. A 4.5fr non-bsc introducer sheath was placed. After a 300cm non-bsc guidewire has crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at a low pressure due to severe calcification. The issue did not cause vessel damage. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee (btk) artery. A 4.5fr non-bsc introducer sheath was placed. After a 300cm non-bsc guidewire has crossed the lesion, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at a low pressure due to severe calcification. The issue did not cause vessel damage. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.